Manufacturer narrative:
The customer reported complaint for the autopulse platform stopped compressions and displayed a user advisory (ua) 02 (compression tracking error) message was confirmed during archive review but not during initial functional testing. There were no device deficiencies found during evaluation of the returned console that could have caused or contributed to the reported complaint. The autopulse passed the initial functional test without any fault or error. Visual inspection of the returned platform was performed and found no physical damage. Review of the archive data indicated user advisory (ua) 02 errors occurred on the reported event date, thus confirming customer complaint. In addition, archive data shows user advisory (ua) 17 (max motor on time exceeded during active operation) error message on the reported event date, unrelated to the reported complaint. Base on the archive, the autopulse platform performed 166 compressions on the medium size patient. The device has stopped compressing due to (ua) 17. The user pressed restart to clear the fault and the autopulse platform was used again for 761 compressions and stopped five more times due to (ua) 17. The user pressed restart to clear the fault, the platform performed additional 13 compressions and stopped due to (ua) 02 error message. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression. The user advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient or when the battery being used has a low voltage or the lifeband is twisted. The reason the autopulse platform stops after a few compressions, it is trying to build up to the 20% compression depth and cannot do it in the specific time frame but did not have enough power to achieve this compression rate within 0.38 seconds. The drive train motor brake gap inspection was performed and verified the gap was within the specification. The load characterization check was performed and verified that the load cells are within specification. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) stopped compressions after 20 minutes of operation and displayed the user advisory (ua) 02 (compression tracking error) message. The crew immediately reverted to manual CPR. Rosc was not achieved and the patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During the call, the autopulse platform (sn (B)(4)) was used on (B)(6) male patient ((B)(6)) in cardiac arrest. The patient had an extensive cardiac history. The autopulse platform stopped compressions after 20 minutes of operation and displayed the user advisory (ua) 02 (compression tracking error) message. The user tried to troubleshoot by repositioning the lifeband and extending to full length prior to the platform restart, and by repositioning the patient properly on the platform. However, the error message could not be cleared. The crew immediately reverted to manual CPR. Rosc was not achieved and the patient expired. The patient was pronounced dead at the hospital. According to the reporter, the patient outcome was not attributed to the device.